Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced continuous low blood glucose (bg) levels. Cause for bg was unknown. Customer declined to provide further information regarding the event to tandem technical support.